Event description:
It was reported a patient experienced a break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy, which required hospitalization. Treatment was not reported. The cause of the peritonitis was touch contamination and the patient not wearing a mask for therapy. The patient was discharged from the hospital four days later and recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.